Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 64.00 mg/dl compared to readings of 196.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.this report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.